Manufacturer narrative:
Ps426045 we are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that the expiratory limb of a rt380 adult dual-heated evaqua2 breathing circuit was fournd damaged before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that the expiratory limb of a rt380 adult dual-heated evaqua2 breathing circuit was found damaged before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is therefore based on the information and photograph provided by the customer and our knowledge of the product. Results: visual inspection of the provided photograph showed a cut in the expiratory limb. Conclusion: we are unable to determine the cause of the reported event. However based on our investigation, the limb was most likely cut when the box was opened with a knife. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult dual heated evaqua2 breathing circuit states the following: - "visually inspect breathing sets for damage before use and replace if damaged." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connection to a patient." - "check all connections are tight before use."